Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient has undergone two surgeries (dates not reported), to clean the infected site and reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.